Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: the additional evaluation reports that the reporters complaint that the unit was not working properly was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Facility reported the small battery drive and the sagittal saw attachments were not working very well. No additional information was provided. This report is 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)